Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was monitored for 5 days. No unexpected delivery of bolus was noted. Unit received with cracked battery tube threads. Unit received with minor scratched lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported the customer was stuck on the fill tubing screen. The customer also stated their reservoir was empty. The customer was disconnected from the phone call. The emergency medical services was called to check up on the customer. It was found the customer was fine. No additional infromation provided.